Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune thyroiditis ("autoimmune disorder(hashimoto¿s thyroiditis)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included carbamazepine (neurotop), dexamfetamine (dextroamphetamine), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), abdominal distension ("gatrointestinal or digestive system condition(bloating)"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), pain ("bodyaches"), arthralgia ("joint pain"), hormone level abnormal ("hormonal changes(thyroid issues began)"), migraine ("migraine") and headache ("headache"). The patient was treated with paracetamol (tylenol) and surgery (2009 ¿ supracervical hysterectomy (uterus only)). Essure was removed in 2009. At the time of the report, the pelvic pain, pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, amnesia, back pain, arthralgia, fatigue, abdominal distension, hormone level abnormal, migraine, headache and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I was urged to get essure placed by my doctors when I requested for tubal ligigation after having my third child. For 2 years following the procedure I was severly ill with number of health problems and was diagnosed with thyroidautoimmune disease during the end of 2 years. I told my doctors I believed the illnesses were from essure no one would listen to me. Eventually I found the needed information to push the doctors to look into my claim. What they found was that I was allergic to metals in the essure coils that were in my body. I had to immediately have a hysterectomy to get essure out of my body. It has been few years now and I am feeling so much better and my thyroid is under control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization and removal date was added. Events menorrhagia, auto-immune thyroiditis, abdominal disturbance, hormonal level abnormal, migraine, headache, nickel allergy, rashes, weight gain, depression, anxiety were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and autoimmune thyroiditis ("autoimmune disorder(hashimoto¿s thyroiditis)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included carbamazepine (neurotop), dexamfetamine (dextroamphetamine), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), abdominal distension ("gatrointestinal or digestive system condition(bloating)"), migraine ("migraine"), headache ("headache"), pain ("body aches"), vaginal haemorrhage ("abnormal bleeding vaginal"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). In 2010, the patient experienced allergy to metals ("nickel allergy") with rash and dermatitis bullous. On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), arthralgia ("joint pain"), thyroid disorder ("hormonal changes(thyroid issues began)") and hypothyroidism ("hypothyroidism"). The patient was treated with paracetamol (tylenol) and surgery (2010¿ supracervical hysterectomy (uterus only)). Essure was removed in 2010. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the autoimmune thyroiditis, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, amnesia, back pain, arthralgia, fatigue, abdominal distension, thyroid disorder, migraine, headache, allergy to metals, pain, weight increased and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypothyroidism, menorrhagia, migraine, pain, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I was urged to get essure placed by my doctors when I requested for tubal ligigation after having my third child. For 2 years following the procedure I was severly ill with number of health problems and was diagnosed with thyroidautoimmune disease during theend of 2 years. I told my doctors I beleived the illnesses were from essure no one would listen to me. Eventually I found the needed information to push the doctors to look into my claim. What they found was that I was allergic to metals in the essure coils that were in my body. I had to immediately have a hysterectomy to get essure out of my body. It has been few years now and I am feeling so much better and my thyroid is under control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion on an unspecified date, patient got tested for the nickel allergy and found out that she had severe positive for nickel allergy with bullous reaction. On an unspecified date, she had ultrasound to reevaluate her uterus and also recommended another form of scan or lapryscopy. Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, patient¿s demographic information and lab data updated. Events hypothyroidism, dermatitis bullous were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), back pain ("lower back pain"), pain ("bodyaches"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed in 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, amnesia, back pain, pain, arthralgia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.